Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced high blood glucose level. The customer¿s blood glucose level was 25.1 mmol/l at the time of the incident. Customer also reported that the insulin pump had replace battery now alarm. Customer did not received a low battery alert prior to the replace battery alert or replace battery now alarm. This was not the second occurrence of replace battery alert or replace battery now without a low battery warning. It was unknown whether the customer was using the auto-mode feature. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.